Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter read inaccurately high. The pt indicated that the alleged issue started six days ago, at an unspecified time during the night. The pt reported blood glucose results of "266 mg/dl" with a lifescan meter and "88 mg/dl" on an emergency medical services (ems) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt claimed that the paramedics treated him with IV glucose although he denied developing symptoms because of the alleged issue. According to the customer service rep (csr), the pt also mentioned that he had to be taken to a hospital 3 times since receiving the reported meter. It would have been helpful to know the following info: the pt's testing frequency, what his normal/expected blood glucose levels are, his medication and diabetes management regimens, what actions the pt took after the result of "266 mg/dl" and before the paramedics arrived, and if the IV glucose treatment was given before or after the ems meter reading of "88 mg/dl" was obtained. In addition, it would have been helpful to know why the pt was treated with IV glucose, why the paramedics were even contacted considering that he denied developing symptoms, and why he was reportedly taken to the hospital 3 times. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he received IV glucose treatment from paramedics after the alleged issue began. He had performed a meter-to-other meter comparison where the calculated difference of the reported results exceeded lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.